Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that a laser vision correction patient had surgery on (B)(6) 2019 and when surgeon was lifting the flap a central hole in the right eye was noticed. Oral steroids were prescribed to the patient. It was stated that the patient had no loss of best corrected visual acuity (bcva). The patient complained of blurry vision. Patient reported symptoms are not interfering with daily activities. Excimer treatment was not done and treatment plan changed. The patient is scheduled for photorefractive keratectomy in (B)(6) 2019. Bcva from (B)(6) 2019: right eye pre-op 20/20 -4.50 x -1.00 x 80, left eye pre-op 20/20 -5.00 x -1.00 x 0.